Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system unable to start. Upon troubleshooting fse cleaned the xpb board and sbc board and verified the battery and connections. To resolve this issue, fse reinstalled the system software and checked all the connections. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.